Manufacturer narrative:
The investigation for the purge leak-pump has been completed. Impella cp was returned for evaluation. Pump was returned cut at catheter. Purge sidearm was returned taped at purge filter. A large crack in in the purge filter was found on returned pump. Pump was purged and leak was reproduced and coming from the cracks in the filter and filter holes. Clinical details noted that clinical team reached out to csc regarding "low purge pressure" alarms occurring. Dextrose concentration had been increased and purge cassette was changed. Purge leak eventually resolved. Data logs were reviewed and lt log of case shows no ¿low purge pressure¿ alarms being triggered. Purge pressure and purge flow remain stable throughout support. The root cause of the purge leak - pump was most likely due to a damaged sidearm filter.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella 5.5 impella 5.5 with smartassist for use during cardiogenic shock; section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The complainant reported that a low purge pressure alarm appeared during impella cp support. The purge cassette was replaced during troubleshooting, but the issue remained. A visual inspection of the red plug and side arm connections was performed and a light connection was discovered. Upon securing the connection, the issue resolved. There was no patient harm.